Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the outer insulation was melted, had cosmetic environmental stress cracking, a breached cut, and cosmetic depression. There was blood in/on the helix mechanism and apparent explant damage.

Event description:
It was reported that the right atrial lead had far-field r-wave oversensing and there was inappropriate shock. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.